Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device not fire clips? Yes. Did the device jaws not close correctly? Yes. Did the device not fire clips? Yes. Did the device fire malformed clips? Yes. Did the device fire scissored clips? Yes.

Event description:
It was reported that during a left breast mastectomy procedure, and the clips were misfiring and not closing during deployment. Another clip applier of the same product code was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n90u6h. The analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 2 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.